Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia 300, 400 and even 500 of blood glucose [hyperglycaemia]. Pen has not injected the appropriate amount, being less than the requested amount. [Device delivery system issue]. Lack of efficacy [drug ineffective]. Case description: this serious spontaneous case from spain was reported by a patient family member or friend as "hyperglycemia 300, 400 and even 500 of blood glucose (hyperglycemia)" beginning on (B)(6) 2024, "pen has not injected the appropriate amount, being less than the requested amount.(inaccurate delivery by device)" with an unspecified onset date, "lack of efficacy(lack of drug effect)" with an unspecified onset date, and concerned a 5 years old male patient who was treated with novopen echo plus (insulin delivery device) from 2022 and ongoing for "device therapy". Patient's height: 115 cm. Patient's weight: 20 kg . Patient's bmi: 15.12287330. Dosage regimens: novopen echo plus: (B)(6) 2022 to not reported (dosage regimen ongoing). Current condition: type 1 diabetes, (duration unknown) vesicoureteric reflux, urinary regression. Concomitant products included - lantus(insulin glargine). Treatment included - novorapid (insulin aspart). Patient started novopen echo plus in 2022, currently the device was deliver to hospital but still ongoing 4 times a day, for each meal and in case of hyperglycemia, greater than 250 product was administered. Patient's father reports that patient for about 3 or 4 days the pen has not injected the appropriate amount, being less than the requested amount. Patient father realized and started using disposables. On (B)(6) 2024 child had two days with 300, 400 and even 500 of blood glucose (blood glucose) units not reported and on (B)(6) 2024 recovered. (Hyperglycemia due to lack of efficacy of novopen echo plus). Batch numbers: novopen echo plus: mvg6j37. Action taken to novopen echo plus was reported as drug discontinued temporarily. On (B)(6) 2024 the outcome for the event "hyperglycemia 300, 400 and even 500 of blood glucose (hyperglycemia)" was recovered. The outcome for the event "pen has not injected the appropriate amount, being less than the requested amount.(inaccurate delivery by device)" was not reported. The outcome for the event "lack of efficacy (lack of drug effect)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: this serious spontaneous case from spain was reported by a patient family member or friend as "hyperglycemia 300, 400 and even 500 of blood glucose(hyperglycemia)" beginning on (B)(6) 2024, "pen has not injected the appropriate amount, being less than the requested amount.(inaccurate delivery by device)" with an unspecified onset date, "lack of efficacy(lack of drug effect)" with an unspecified onset date, and concerned a 5 years old male patient who was treated with novopen echo plus (insulin delivery device) from 2022 and ongoing for "type 1 diabetes", , novorapid (insulin aspart) from unknown start date for "type 1 diabetes mellitus", dosage regimens: novopen echo plus: ??-???-2022 to not reported (dosage regimen ongoing); novorapid: not reported batch numbers: novorapid: mr7jl88 action taken to novorapid was not reported. Investigational results: name: novopen echo plus, batch number: mvg6j37 a visual examination of the returned product was performed.the device was returned with the cartridge from this case mounted.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed.several mitigation codes indicating use of a needle with no flow were present. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. Microscopic examination performed. Foreign glass like matter was observed at joints round piston rod.the dose accuracy was measured by weighing using a random cartridge.the product was found to be normal. The results were found to comply with specifications. Confirm when damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device, the dose accuracy of the device might have been affected during the use of the cracked cartridge.damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. Confirm the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. Name: novorapid penfill; batch number:mr7jl88 a visual examination of the returned product was performed. It was not possible to perform a delivery test, as the penfil is cracked.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed.no abnormalities relating to the observed problem were found.nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. A reference sample was examined.an examination of a reference sample showed nothing abnormal. Conclusion ap: according to the investigation of the batch documentation, no items with c&c were found during filling process. There was no evidence of penfill with c&c in approved items during inspection process. So, the integrity of the batch can be guaranteed. Conclusion fp: after investigation of all the batch documentation, there was no probable cause of occurrence of the claimed cracks during the packaging process of this batch in novo nordisk. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. The batch documentation has been reviewed and found to be normal.the returned product was examined visually, and the cartridge was cracked. As a consequence of the crack, the content may leak out.the pattern of the cracks indicates that the glass has been subject to a low energy stress. Due to the cracks, the dosage can be inaccurate and closure integrity might be compromised the observed problem occurred after the product has left novo nordisk. The product should not be used. Since last submission the case have been updated with the following: novorapid changed to suspect. Batch number of novorapid updated. Invesitigational results were updated. Relevant fields updated in EU/ca tab and device addendum tab. Imdrf codings were updated narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00081 reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 24-jun-2024: the suspected device novopen echo plus received with a insulin cartridge (cracked) mounted. Upon preliminary examination, device was found to be normal. When tested with random cartridge and new needle, device was functioning as per specifications. The product was found to be normal. The results were found to comply with specifications. However, piston rod was difficult to retract due to foreign matter at joints round piston rod. When damaged pen parts are observed because of the use of a cracked or broken cartridge in the device, the dose accuracy of the device might have been affected during the use of the cracked cartridge. The observed problem is caused by unintended use of the device. H3 continued: evaluation summary name: novopen echo plus, batch number: mvg6j37 a visual examination of the returned product was performed.the device was returned with the cartridge from this case mounted.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed.several mitigation codes indicating use of a needle with no flow were present. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. Microscopic examination performed. Foreign glass like matter was observed at joints round piston rod.the dose accuracy was measured by weighing using a random cartridge.the product was found to be normal. The results were found to comply with specifications. Confirm when damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device, the dose accuracy of the device might have been affected during the use of the cracked cartridge.damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. Confirm the memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device.